Event description:
It was reported patient was experiencing ineffective therapy due to high impedances on both leads. As such surgical intervention was undertaken wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.